Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. UDI #: the UDI is unknown because the part number and lot number was not provided. Enrico ammirati, et al, "safety of centrifugal left ventricular assist device in patients previously treated with mitraclip system." International journal of cardiology 283 (2019) 131-133. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet and remaining attached to the other leaflet. It was reported through a research article that mitraclip may be related to the clip detaching from one leaflet and remaining attached to the other leaflet (single leaflet device attachment (slda)). Specific patient information is documented as unknown. Details are listed in the article titled "safety of centrifugal left ventricular assist device in patients previously treated with mitraclip system." No additional information was provided.